Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that postoperative subsidence > 2% and vertebral compression fractures were identified for a patient implanted with a tm ardis spacer. There were no reported patient impacts and a revision surgery was not performed.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: while imaging was provided in the article, we are unable to correlate the imaging with each patient and therefor cannot verify the event from these images. Root cause: this event could possibly be attributed to improper end plate preparation, an improperly sized implant, or poor bone quality. With the provided information we are unable to determine a definitive root cause. DHR review: lot information was not provided, so a DHR review could not be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that postoperative subsidence > 2% and vertebral compression fractures were identified for a patient implanted with a tm ardis spacer. There were no reported patient impacts and a revision surgery was not performed.